Event description:
It was reported that attempts to actuate the dose button failed to deliver the solution. No activation was achieved across multiple attempts. Switching the button yielded no positive results. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. The customer reported issue was confirmed. The root cause of the event was an anomaly in the components (the microprocessor board and the dose cord connector), and they will be replaced with known good ones. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.